Event description:
I sliced my finger open. Md(physician) used dermabond to close wound. The edges of the wound started turning white under the dermabond and continued to spread to the edge of where the glue was on my skin. I went back 5 days later and md peeled the glue off. Almost no healing had occurred in 5 days due to the reaction. In less than 24 hours after removing the dermabond, the white edges are completely gone and the wound is finally starting to heal. There was no redness, just white and swelling. Dates of use: (B)(6) 2023.